Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced pain and transient light sensitivity on both eyes (ou) on 17 day post-operative exam. The patient commented on how very painful the right eye was for one week. The patient¿s chief complaint was of transient light sensitivity and pain. The patient described the right eye was very painful for a week and very sensitive to light. The surgery center indicated the patient experienced loss of best corrected visual acuity (bcva). Topical steroid were increased and oral steroids (medrol dose pack) was prescribed to treat the symptoms. The surgery reported the symptoms have been resolved and the patient is doing much better. Bcva from (B)(6)2017: right eye pre-op 20/20-2.25 x -2.50 x 88, left eye pre-op 20/20 -3.00 x -2.25 x 92. Bcva from (B)(6)2017: right eye post-op 20/25, left eye post-op 20/30.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.